Event description:
According to the rn in the operating room when she plugged in the thermachoice balloon, the machine showed error "motor fault". Balloon was removed from the machine and a new one was opened for procedure. No harm was done to the pt.